Event description:
Customer reports doing back to back testing on the same meter while using the aviva system with results of 344mg/dl and 82mg/dl. L1 quality control was run and out of range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.